Manufacturer narrative:
The device was received intermittent button response due to corroded keypad traces. No button error alarm. No ramping numbers anomaly noted. Pump passed displacement test, operating currents, selftest and off no power test. No failed battery alarm. The device was received cracked case display window corner. Pump received with cracked reservoir tube lip. Device received with cracked lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 154 mg/dl. Troubleshooting was performed. The device was returned for analysis.